Event description:
During an implant procedure, the surgeon had difficulty getting the lead to move up through the needle point. It was noted that the pt had a significant number of adhesions in the epidural space area. Multiple attempts were made to steer the lead into position using multiple need entry points and multiple changing of the stylets with no success. The physician found he could not withdraw the "stiff-bent" stylet from the lead. The lead was then removed and a new lead used in its place. No injuries were reported and the pt recovered without sequelae.

Manufacturer narrative:
(B)(4).